Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Expiration and manufactured dates are unknown. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation and relevant patient information was not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6),310-01-53 - equinoxe, humeral head short, 53mm (beta), (B)(6), 531-78-20 - shouldr gps hex pins kit. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 55 yo male patient who had a tsa on the right side, underwent a revision procedure approximately 5 months post the initial procedure. The patient was converted to a reverse. Possible infection reported - "not confirmed" provided in follow up communication. Joint pain indicated. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No further information.